Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a precision speedtac was used during a vaginal sling and anterior/posterior repair procedure performed on (B)(6) 2014. According to the complainant, the anchor broke off from the suture during implantation of the sling. The suture was removed from the patient, however, the anchor was left in the patient. The procedure was completed with another precision speedtac. The patient was reported to be stable and in good condition at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned prcn spd tac device revealed that the anchor had detached from the suture. The returned suture had been removed from the anchor and was unbroken. The anchor had been detached from the handle and was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a precision speedtac was used during a vaginal sling and anterior/posterior repair procedure performed on (B)(6) 2014. According to the complainant, the anchor broke off from the suture during implantation of the sling. The suture was removed from the patient, however, the anchor was left in the patient. The procedure was completed with another precision speedtac. The patient was reported to be stable and in good condition at the conclusion of the procedure.